Event description:
This rv lead was implanted on (B)(6) 2000 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this rv lead has an impedance of more than 3000 ohms. Possible causes of out of range impedance including noise and connections. The following physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).